Event description:
It was reported to the aci dsm that following coronary diagnostic angiography in early march (exact date unknown), the mynx device was used to achieve femoral artery hemostasis by a trained operator. Hemostasis was successfully achieved and the patient was ambulated and discharged without complication. Approximately six days post procedure, the patient returned with what was diagnosed as a pseudoaneurysm (psa). The pseudoaneurysm was successfully treated with thrombin injection. There is no report of further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.